Manufacturer narrative:
Patient weight added due to information received on 2017-sep-27. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-sep-27. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-29 from the patient's healthcare provider (hcp). It was reported that, as far as the hcp was aware, the patient's weight fluctuations were not related to the device/therapy. The hcp reported that there appeared to be kinks in the catheter as it was wrapped around the pump and assumed that the passage was blocked, leading to there being more drug than expected in the pump. To resolve the issue, the hcp placed a new proximal catheter segment and attached it to the old catheter, which was salvaged, and implanted a new pump. The hcp was unsure of the status, but indicated that the manufacturer's representative may have taken it. The patient's weight was reported. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter product ID 8835 lot# serial# (B)(4). Implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 1500 mcg/ml of fentanyl at 200 mcg/day, 0.5 mg/ml of hydromorphone at 0.06675 mg/day, and 30 mg/ml of bupivacaine at 4 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2017, it was reported that the patient's pump had flipped and the catheter had been found to be broken. On the patient's previous refill on (B)(6) 2017, the patient's hcp suspected the pump had flipped over as, when they tried to access the pump, they could not access the refill port. The hcp flipped the pump over and was then able to access the pump. When drug was pulled out, there was "a lot more drug" than expected. The decision was made to revise the catheter. When the patient's pump incision was opened, the catheter connector was found to be attached to the pump, but the catheter was broken off. The catheter was wrapped around the pump 10 times. The patient was reportedly not getting good relief of back pain. The patient's pain had not been under good control even prior to the patient seeing their current managing hcp beginning on (B)(6) 2016. The patient's previous hcp reportedly had been trying to adjust their medication to control the pain, but the patient was not getting adequate relief. It was also noted that the patient's pain flares up when they are more active and the patient's personal therapy manager (ptm) helps to control the flare ups. The patient's catheter was revised and the pump was also replaced as it was nearing the end of life. The patient had not been able to use their ptm since the pump was replaced as the ptm was not coupled to the new pump. No further complications were reported.

Manufacturer narrative:
Updated to reflect a correction to the notified date in the information received on 2017-sep-27 and the addition of the information received on 2017-sep-27. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the patient's healthcare provider (hcp). It was reported that, as far as the hcp was aware, the patient's weight fluctuations were not related to the device/therapy. The hcp reported that there appeared to be kinks in the catheter as it was wrapped around the pump and assumed that the passage was blocked, leading to there being more drug than expected in the pump. To resolve the issue, the hcp placed a new proximal catheter segment and attached it to the old catheter, which was salvaged, and implanted a new pump. The hcp was unsure of the status, but indicated that the manufacturer's representative may have taken it. The patient's weight was reported. No further complications were reported. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the pump and catheter that were replaced were discarded. The rep noted that the catheter was not broken but was coiled, resulting in the need for replacement. The rep also noted that there was not anything mechanically wrong with the pump necessitating replacement, but that the patient's insurance covered the replacement and the hcp felt that it would be better to replace it while the patient was in surgery rather than waiting. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-sep-22: updated to reflect the initial reporter information received on 2017-sep-22. (B)(4) added to reflect the report that the patient had gained or lost weight related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-sep-22. The initial reporter's information was provided. It was also confirmed that the patient's pump had flipped and had been removed. It was also reported that the patient had either gained or lost weight. No further complications were reported.